Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented during routine follow-up in clinic, noise was observed. Noise was reproducible with isometrics. All other diagnostics were normal and in range. Programming changes were made. Patient was stable and was continue to be monitored. During next follow-up, the physician was able to reproduce noise with manipulation of the device pocket. The physician elected to open the pocket. The device was removed and both leads were tested well, no anomalies were noted. Device was replaced and no noise was seen. The issue was resolved by device replacement. Patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that noise was present on both atrial and rv lead. Set screw anomaly was noted.

Manufacturer narrative:
The reported field event of noise and set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.